Event description:
It was reported the patient (B)(6) was experiencing difficulty recharging the ipg. It is suspected the issue stemmed from the implant depth of the device. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included with a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.